Event description:
Blood glucose results of "491 mg/dl, 415 mg/dl, 419 mg/dl, 24 mg/dl and 26 mg/dl" with the lifescan meter, performed within 10 minutes of each other. This precision complaint is ruled out due to the patient incorrectly applying the blood sample to the test strip, which can cause/causes inaccurate meter results. The contraol solution was replaced.